Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1949 was used based on age of patient. Investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using bd® needle 5/8 in. Single use, sterile, 25 g there was a damaged needle hub and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: to prepare for a nuclear medicine scan, nurse attempted to inject 74-year-old patient with radioactive material. Due to a crack in the needle hub, a small amount of material leaked through the crack and touched the patient¿s skin before dripping onto the arm of the chair. The spill was contained and cleaned according to hazardous spill protocol. The same volume of material was drawn up, and, though a second venipuncture, injected into the patient.